Event description:
It was reported the customer had a unexpected restart alarm and a signal too low alarm after changing out their battery. Troubleshooting found the customer's insulin pump passed a self test. The customer's blood glucose was unknown. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.